Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial flutter, which is considered off label use, following the performance of anterior and mitral pulsed field ablations and prior to the delivery of treatment to the cavotricuspid isthmus (cti) line, which is considered off label use as well, the physician attempted to deploy a farawave catheter to flower position without advancing the guidewire past the distal tip of the catheter, which is considered user error per the instructions for use. The catheter was unable to deploy to flower position initially, so the physician attempted to advance the guidewire as required. However, the guidewire became stuck. The catheter and guidewire were removed from the patient, and upon inspection the physician noted cardiac tissue on the tip of the catheter and on the guidewire. The guidewire was a merit guidewire. The procedure was completed using an alternate method and a non boston scientific radio frequency ablation catheter. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during a farapulse procedure to treat atrial flutter, which is considered off label use, following the performance of anterior and mitral pulsed field ablations and prior to the delivery of treatment to the cavotricuspid isthmus (cti) line, which is considered off label use as well, the physician attempted to deploy a farawave catheter to flower position without advancing the guidewire past the distal tip of the catheter, which is considered user error per the instructions for use. The catheter was unable to deploy to flower position initially, so the physician attempted to advance the guidewire as required. However, the guidewire became stuck. The catheter and guidewire were removed from the patient, and upon inspection the physician noted cardiac tissue on the tip of the catheter and on the guidewire. The guidewire was a merit guidewire. The procedure was completed using an alternate method and a non boston scientific radio frequency ablation catheter. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary. With all the available information, boston scientific concludes the reported observation of guidewire stuck was confirmed through investigational analysis. The catheter was returned with a guidewire inserted and visual inspection noticed potential tissue was observed in the tip. The potential tissue was removed and an attempt to withdraw the guidewire was successful. Then, a new guidewire was inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. Under microscope it was possible to see a tissue in the tip. An image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe tissue at the tip of the catheter. The review of the image confirmed the reported allegation. . Device history record (DHR) review . The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review . A warning is issued in the device labeling regarding tissue or vessel damage when advancing or retracting components. The IFU provides a warning that if resistance is felt during retraction of the guidewire, do not continue to retract the guidewire until cause of resistance is determined as this may result in cardiac trauma. The device was actuated without a guidewire fully loaded which is considered off label use. The device was used to perform a cavotricuspid isthmus (cti) ablation and to treat an atrial flutter procedure, both representing an unintended use. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. Risk review: a risk review performed for the farawave device confirmed that the event of guidewire stuck, tissue damage, use of device issue - user error and user used incorrect product for intended use are a known event defined in the products risk management documentation.this event types had been accounted for during product risk analysis to support acceptable risk benefit for the product. A risk review performed for the farawave catheter confirmed that the event of additional intervention required is a known event defined in the products risk management documentation. Minor injury and additional device required are threshold of additional intervention required. Investigation conclusion . Boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event, use of device issue, cause traced to intentional off-label and known inherent risk of device cause. Based on all the available information the observed stuck guidewire was likely due to unintended use error, the cause of the guidewire becoming stuck was found to be tissue that was stuck between the guidewire and the tip of the catheter. The IFU indicates the warning of not deploy the device without the guide wire fully loaded. The physician performing cavotricuspid isthmus (cti) ablation and to treat an atrial flutter procedure, both are considered off label use for the farawave device since the catheter is intended to be used to treat paroxysmal atrial fibrillation (paf). The known inherent risk of device cause code was selected for the patient codes of tissue damage. A warning is issued in the device labeling regarding tissue or vessel damage when advancing or retracting components.